Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was repaired. The system operates as intended.

Event description:
The customer reported that the system would display a white image during x-ray. No pt injury was reported.